Event description:
The facility reported the device "turned on and off by itself". The reported situation occurred before clinical use. No patient injury has been reported. No additional details are available.